Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Review of the event history log (ehl) showed there was a high alarm displayed and cassette locked but not latched. Functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to a latch/lock sensor. As a result, the latch flex was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited a latch/lock issue. During physical inspection, it was found that there was a latch/lock sensor issue. There was no patient involvement, and no patient injury was reported.